Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a seizure that day, associated with an alleged loss of prime issue. Reportedly, the patient remained hospitalized at the time of the call and was treated in the emergency room by their healthcare provider. During troubleshooting with customer technical support, it was revealed the loss of prime alarm had occurred two or more times with the same cartridge. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.